Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was in the hospital since (B)(6) 2016 with a diabetic ketoacidosis and a blood glucose level between 500 mg/dl and 550 mg/dl. The customer was in pain, vomiting, and had difficulty breathing. He was on insulin and antibiotic drip. The customer was wearing the insulin pump at the time of the emergency room visit. The customer woke up with a blood glucose level of 408 mg/dl and pain around the kidney area. The customer had an automatic bolus via a syringe that morning. His blood glucose level was 489 mg/dl afterwards. The customer would change the infusion set to try and resolve the issue. The customer noticed the infusion set was kinked and sometimes there was blood at site. The device was not returned.